Event description:
The 840 ventilator stopped cycling while in use on a patient. The pt was not harmed or injured as a result of the event. The device evaluation is anticipated, but has not yet begun.